Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not alarm for upstream occlusion" was not reproduced. The device was sent for upstream occlusion testing and it passed the results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm for upstream occlusion occurred in the biomedical service department. There was no patient involvement. No additional information is available.